Event description:
The customer reported that the system intermittently failed to produce and display fluoroscopic exposures and exhibited intermittent functionality. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The lemo connector was evaluated and 2 pins were repaired. The system was tested and found to be working as intended and returned to service.